Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered endoscope calibration issues on three endoscopes. The customer noted that they hard power cycled the system when trying the different endoscopes but the issue remained. The customer stated that they were looking for another vision side cart to use in the procedure. The procedure outcome was unknown with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope controller involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The endoscope controller was analyzed. Upon visual inspection, no issues were found that would be related to the reported failure. In logs, the error 48406 illuminator watchdog timeout, reason: dcib metadata watchdog timeout. Camera sn: (B)(6). Illuminator watchdog timeout, reason: dcib metadata sequence number error. Camera sn: (B)(6). Confirming the fault occurred in the field. The unit was installed and tested on an in-house printed circuit assembly (pca) system where the component functioned as expected. This unit was installed into the test system and running video test, 10 power cycles and sitting idle for 1 hour. The system came up with no errors and good video on both eyes with no issue. The ec worked as normal. The complaint was confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. While failure analysis confirmed the issue via log review, in-house testing was unable to replicate the reported issue.